Event description:
The patient reported on (B)(6) 2017 she woke up in the middle of the night and had to turn stim down because she was getting sharp "zaps" the patient turned stim down from 0.6 to 0.4. The patient stated she was still having sharp pains today (B)(6) 2017 in the groin area and also indicated another issue issues today (B)(6) 2017 with her bowels. The patient started to go to the bathroom today like "balls" and it changed to diarrhea and now changed to mucus and burning. The patient was going to decrease stim down to 0.1 and consult with her doctor. The patient indicated that the change in therapy as sudden. The patient indicators for use are for fecal incontinence and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the cause of the pain/issue had not been determined yet. It was reported that the patient¿s implant was turned off and kept off. No further complications were reported.